Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a highest cgm glucose of 292 mg/dl for approximately four hours, and customer care noted that the user stated he made meal announcements while system reports showed none were made, suggesting a missed meal announcement; no occlusions or dosing-stopped alerts were present, and the user later returned to range after correction. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included review of device reports and alert history, as well as planned follow-up to review settings and confirm meal announcements. Investigation of this case revealed no device alarms or occlusions and indicated user-related missed meal announcement as the probable cause of the high glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.